Event description:
Reporter alleged passing out and being treated by 911 due to higher blood glucose monitoring results. Reporter stated device was higher at 5:15 am however could not recall reading but dosed insulin as normal. Reporter stated at 9:35 am, the device was 235 mg/dl and took no actions then however passed out at 11:30 am. Reporter stated 911 was called and their device measured 33 mg/dl and they treated him with a glucose IV and dietary adjustments. Reporter indicate no controls were used at the time of the alleged event. A request was made for the return of the suspect device and replacement product was sent.